Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was instructed to change infusion set to address the issue; however, customer denied follow up to ensure issue was resolved. Customers blood glucose was 342 mg/dl.